Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced vision changes, shaking, and presyncope. The cgm was reading 119 mg/dl and the blood glucose reading was 34 mg/dl. The patient received assistance from her daughter and was treated with juice. She recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the follow up call made by our medical safety on (B)(6) 2024, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.